Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheterization and when the guidewire was inserted into the patient, the guide wire became stuck at the catheter arterial lumen and degenerated (lightly bent). The introducer needle used was the one included in the kit. No visible defect/damage noted with the introducer needle. No tools used to remove the guide wire. No excessive force applied on the product. The guide wire was still intact. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and the guide wire match what was indicated on the label. There was no dimension issue noted. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. Iodophor was the cleaning agent used on the device. There was no luer adapter issue. The insertion site was not treated with prior to product placement. No other products being utilized with the device. The catheter was not occluded. The guide wire was drew out slowly. It was necessary to remove the guide wire together (at the same time) with catheter. Replacement of catheterization pack was performed with the same product ID (identifier) and lot on the same day and the procedure was completed. Catheterization time was prolonged for 40-60 minutes. There was 50ml small amount of blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. The patient¿s status at the resolution of the event is slightly disturbed.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheterization and when the guidewire was inserted into the patient left internal jugular vein, the guide wire became stuck at the catheter arterial lumen and degenerated (lightly bent). It was also stated that there was resistance when inserting the guidewire. The introducer needle used was the one included in the kit. No visible defect/damage noted with the introducer needle. No tools used to remove the guide wire. No excessive force applied on the product. The guide wire was still intact. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and the guide wire match what was indicated on the label. There was no dimension issue noted. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. Iodophor was the cleaning agent used on the device. There was no luer adapter issue. The insertion site was not treated with prior to product placement. No other products being utilized with the device. The catheter was not occluded. The guide wire was drew out slowly. It was necessary to remove the guide wire together (at the same time) with catheter. Replacement of catheterization pack was performed with the same product ID (identifier) and lot on the same day and the procedure was completed. Catheterization time was prolonged for 40-60 minutes. There was 50ml small amount of blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. There was no vessel damage to the patient due to the event. The patient¿s status at the resolution of the event was slightly disturbed. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheterization and when the guidewire was inserted into the patient left internal jugular vein, the guide wire became stuck at the catheter arterial lumen and degenerated (lightly bent). It was also stated that there was resistance when inserting the guidewire. The introducer needle used was the one included in the kit. No visible defect/damage noted with the introducer needle. No tools used to remove the guide wire. No excessive force applied on the product. The guide wire was still intact. The guide wire was not frayed, coiled, or unraveled. The guide wire used was the one included in the kit. The dimension of the catheter and the guide wire match what was indicated on the label. There was no dimension issue noted. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. Iodophor was the cleaning agent used on the device. There was no luer adapter issue. The insertion site was not treated with prior to product placement. No other products being utilized with the device. The catheter was not occluded. The guide wire was drew out slowly. It was necessary to remove the guide wire together (at the same time) with catheter. Replacement of catheterization pack was performed with the same product ID (identifier) and lot on the same day and the procedure was completed. Catheterization time was prolonged for 40-60 minutes. There was 50ml small amount of blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. There was no vessel damage to the patient due to the event. The patient¿s status at the resolution of the event was slightly disturbed. At that time, it mainly caused a certain impact on the patient¿s psychology, and other injuries were unclear. There was no reported patient injury.